Event description:
It was reported while using bd phaseal¿ optima protector p50j leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: (1) leakage from the vial was observed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-may-2022. H6: investigation summary the impacted protector was provided to our quality team for investigation. The product was evaluated and no damage or defects were observed on the protector or protector membrane. Functional testing was performed, in all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended, however, leakage was observed between the protector and vial. Although the protector was properly fitted to the vial, the needle of the protector was observed to penetrate the vial off-center. A review of the device history was performed for suspect lot 2106107, no deviations or non conformance's were identified during the manufacturing process that could have contributed to this problem. Five retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were assembled to the vial using the m12 assembly fixture. In all cases, the liquid was able to flow from the vial into the syringe without issue and no leakage was observed between the protector and the vial. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial and the assembly fixture must be used in a slow and consistent motion. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ optima protector p50j leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: (1) leakage from the vial was observed.